Event description:
It was reported that the battery voltage went from 2.68v to eri in 6 mths. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.